Event description:
A malfunction alarm identified as malfunction 12 was reported, with no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided necessary information on pump reset procedures. The malfunction did not recur after the reset, and the customer continued to use the pump for insulin therapy.